Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) visited the customer to address the reported event. During servicing, fse installed a new fan under the column heater. Customer reported that air entered the system due to a low buffer bag. Fse then ran multiple drain flushes and then performed calibrations and quality controls (qc) with acceptable results. There instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages- when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages- with these errors, the assay stops and the analyzer immediately enters stand-by state. The 708 x1-axis error- when this error occurs, it indicates that an operation error has occurred in the x1 axis. The most probable cause of the reported event was due to failure of the fan and air entering the system.

Event description:
A customer reported getting 708 x1-axis error messages after new racks were placed on the g8 instrument. The customer reported that they had issues on start up trying to run quality controls (qc). The instrument continued sampling but did not run the rack through. The customer reported that the fan was operating intermittently and not running. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.